Event description:
It was reported that coating issue occurred. A 035/260/3mm (b/5) amplatz - pi guidewire was selected for use; however, during unpacking, it was found that the coating of the guidewire was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that coating issue occurred. A 035/260/3mm (b/5) amplatz - pi guidewire was selected for use; however, during unpacking, it was found that the coating of the guidewire was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluation by MFR: unit returned with its original pouch and overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire had the distal section stretched and unraveled. No more visual damages were found in the device. Outer diameter of distal tip, middle of the device, and proximal section are within specification.